Event description:
Information received via complaint form indicates the following: "non-deflating balloon. A 14 fr latex foley catheter was unable to deflate."

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of a pt being harmed as a result of this malfunction. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.